Event description:
During a cystoscopy/laser lithotripsy procedure, the working end of a ureteroscope broke while being used in a ureteral access sheath. The ureteroscope was removed in the access sheath and intact per the surgeon. The company representative was notified. The model # urf-v, serial #(B)(4). No injury to patient occurred.